Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. It was reported that the mesh degraded, twisted, embedded in muscles and was palpable in vagina. The patient experienced a foreign body reaction, debilitating pain and loss of sex life. As per patient, mobility deteriorated and the patient is unable to work. No further information is available.